Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 which occurred on home choice (hc) during drain 4 of 5. The hp had an accident and the transfer set came off. The hp cycled power and alarm se 2367 occurred. The hp had already tried to contact the rn. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up call with customer on (B)(6) 2011, the cg (care giver) stated that she came into the home patient's (hp) room and saw the system error 2240 on hc. The cg said that it looked like the hp had rolled onto the patient line causing the transfer set to pull off. The cg had clamped off the transfer set. The cg said the hp's last fill was all over the bed. The cg said that she brought the hp into the clinic the next morning and the nurse put a new transfer set onto the hp and gave him antibiotics. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.